Event description:
The customer reported that she visited her doctor and was told to contact us. Customer stated that she checked her infusion site, had bent cannula/needle, absence of no delivery, and incident of high blood glucose. Customer's blood glucose at that time was 550 mg/dl. Customer's blood glucose currently was 214 mg/dl. Customer stated treated high blood glucose with injection. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.